Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic gastrovideoscope had defects around the plastic distal end cover or forceps elevator. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the reported event of defect with the forceps elevator mechanism was not confirmed and the event of defect around the acoustic lens cause was not determined. Hence; a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.